Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had av amplitude that was out of specification. It was indicated that the epg passed incoming testing. The egp was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had av amplitude that was out of specification. The epg was returned for service. There was no patient involvement.